Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: cables at the wrist looked broken. The physical damage was located on the portion of the device that enters the patient¿s body. Not sure if anything was missing, could see a portion lifted up that was broken. The spd tech noticed this broken particle when preparing to pre flush and soak the arm before cleaning. The instrument was shipped back.